Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: 2.3.1 visual assessment, 2.3.2 visual assessment, 2.4.2 loctite assessment, 2.4.3 loctite assessment, 2.8.1 no short circuit between phases and connector body, 2.9.1 no short circuit between hall sensors and connector body, 2.10.1 no short circuit between 5vdc line and connector body, 2.13.1 safety assessment. During the service evaluation the following failures were identified: functional: loose, internal finding: damaged flex circuit, visual: cosmetic damage, visual: cord damaged, functional: device runs in locked position. Conclusion: failure reported is not confirmed.

Event description:
It was reported that during service and evaluation, it was determined that the motor device was loose, the flex circuit was damaged, had cosmetic and cord damage and the device run in locked position. The device also failed pretests for visual assessment, visual assessment, loctite assessments, no short circuits and safety assessment. It was reported in the service order that the device made abnormal noise. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.